Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the 428a1001 excite 3.0 adapter of the a1117 ge mr/CT skull clamp was broken. Additional information was received on 06aug2018 stating that the locking mechanism on the rocker (2-pin side) did not function properly. The device was used during a craniotomy procedure. The customer reported that the incident occurred "months ago". They had to repin the patient's head causing the 15-20 minutes surgery delay and also extra risk associated with repeating the pinning or positioning. A different skull clamp was used to proceed with the procedure.

Event description:
N/a

Manufacturer narrative:
The device was returned for evaluation and it was received with the right bracket teeth broken. The device history record revealed no abnormalities found related to the reported failure. The devices manufactured had passed all required inspection points with no associated mrr¿s, variances or rework. The reported event was confirmed. The underlying root cause for the reported event is unknown; possible root cause could be that the clinician or staff dropped and/or damaged the unit.

Manufacturer narrative:
Additional information was received from the customer on 09aug2018 stating that the information they had reported previously was incorrect (the locking mechanism on the rocker (2-pin side) did not function properly. The device was used during a craniotomy procedure. The customer reported that the incident occurred "months ago". They had to repin the patient's head causing the 15-20 minutes surgery delay and also extra risk associated with repeating the pinning or positioning. A different skull clamp was used to proceed with the procedure). The correct complementary information should be: the item was received with a missing piece. The device was to be used in an intraoperative MRI craniotomy on (B)(6) 2018. It product issue was discovered during inspection on the day of surgery. There was no surgery delay reported.